Event description:
A false positive advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample. The customer followed their in-house protocol to repeat as 1/2 dilution. The diluted sample did not give a result. The patient sample was repeated neat and the result was negative. The original sample from the same patient was forwarded to another laboratory for further testing. Troponin ultra testing was requested for the sample on the alternate advia centaur xp. The result was negative. The patient was admitted to accident and emergency (a&e) and then moved into the intensive care unit (ICU). The troponin ultra was run routinely among other assays. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The siemens technical application specialist (tas) performed checks on the quality control and calibration. The results were acceptable. The visual checks of the instrument did not show anything of concern. There were no errors noted in the event log at the time of analysis. The cause for the discordant advia centaur xp troponin ultra result is unknown. The cause appears to be pre-analytical sample integrity related. The initial result could not be replicated. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."